Manufacturer narrative:
Investigation was completed on smiths medical cadd-solis hpca pump. Outer inspection revealed the device to be in good physical condition. Event log on (B)(6) 2019 confirmed complaint of alarm " unusable battery.' Duplicated the complaint and once powered up again verified the complaint. Actions taken to replaced the battery pack and software was installed. Cause of the event was linked to the software the customer installed, was not compatible with the wireless module. Device was tested and passed all functional and delivery tests.

Event description:
Reported a smith medical cadd-solis hpca 2110 pump gives unusable error battery alarm message when plugged in. No patient adverse events reported.

Manufacturer narrative:
Additional information was received indicating the issue was not found during use with a patient.